Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis of the lead found outer insulation abrasions at 26cm to 27cm and 51.4cm to 52.7cm from the connector pin. The cause of these outer insulation abrasions could not be determined. Further analysis noted inside out abrasions at 47.7cm to 50.7cm and 51.6cm to 52.4cm from the connector pin. The cables were exposed at these abraded areas but the etfe coating was not compromised.

Event description:
It was reported that the system was replaced due to infection. Upon explant, it was found that the lead had insulation damage, exposing the cable outside the outer insulation.